Event description:
The "rapid" gas loss" alarm sounded from the pump and the alarms continued. The iab was surgically removed. When the iab was removed, a clot was noted inside the iab. On 1/19/98, the following was reported to datascope: the balloon was inserted in the or. Pumping was initiated and after 3 pumps, the monitor showed a rapid gas loss alarm. Pumping was stopped and the balloon was removed. A blood clot was found in the balloon upon removal from the pt. The iab had to be surgically removed from the pt. In addition, a blood clot in the pt's femoral artery had to be removed.

Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the iab membrane. Under microscopy, a smooth and square edged penetration was seen at the leak site. Probable cause of difficulty: the physican evidence indicates that the source of the balloon leak was a penetration of the membrane probably caused by contact with a sharp edged object. The membrane damage may have occurred prior to or during balloon insertion.